Event description:
The customer reported that the system displayed an error message. Further information was received from the customer indicating that the error resulted in a system lock up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The reported issue could not be duplicated. The system was powered on and off and found to be working as intended and returned to service.